Event description:
It was reported that a pericardial effusion, stroke and death occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. After device deployment, dye was seen existing the distal portion of the laa and filling the pericardial space. At the same time, a pericardial effusion was confirmed via transesophageal echocardiogram. A decrease in blood pressure was also noted. The device was left in place, but not released. The effusion was successfully tapped and the withdrawn blood was sent to a salvage machine to process and return to the patient. The patient did not stabilize despite 2-3 packed red blood cell transfusions. At this time, the decision was made to open the chest. The device was found in the pericardial space and was removed by the surgeon. All devices were removed and the laa was clipped. Surgery was successfully completed and bleeding was under control. A few hours later, the patient underwent a computed tomography scan due to fixed pupils. Later that evening, the patient sustained a stroke with herniation. Support was withdrawn and the patient passed away.